Manufacturer narrative:
G4: 16oct2019, b4: 17oct2019. Repair information was confirmed. The customer reported that the touch screen was not functional at the time this issue was discovered. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the front bezel to resolve the reported issue. After this repair, the fse performed performance verification testing and confirmed that the touch screen was functioning. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the nav-ring was bad. There was no patient involvement.